Event description:
It was reported to medtronic minimed that the customer experienced a critical event of hyperglycemia due to an obstructed infusion set. The customer reported a blood glucose value of 502 mg/dl. The customer reported hyperglycemia treated with hospitalization(overnight stay). The event involved product(s) mmt-1886. Troubleshooting was performed for the reported event. The customer claimed to be experiencing issues with a specific infusion set box. With 4 out of the 10 units causing issues. It was reported that the first infusion set inserted prompted an insulin flow-blocked alarm on the pump. After replacing the infusion set, the new one did not prompt alarms but the blood glucose was high. The customer noticed this and changed the infusion set, but the issue persisted, and with these last 2 infusion sets the pump did not alarm, the patient was on a school trip and did not notice the issue. The customer also claimed that 2 of the cannulas involved in the obstruction were bent. The customer declined to test the ump programming. A high-presuure test was performed on the pump and the pump passed no further patient complications were reported. No product return is required for mmt-1886.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.